Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, the patient reported that the devices malfunction and caused pain. As a result, the patient underwent a bilateral knee revision approximately 4 years and 6 months after initial implantation. No further patient impact reported. No further information available.